Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. It was reported that during an unknown procedure the cord of the camera head ac c-mount appears to be internally damaged. Bending of the cord causes the image to cut out. Per operational and diagnostic, the device was found to be non-repairable, therefore this complaint can be confirmed. During evaluation, it was identified an intermittent operation. Also, it was found that the cord was damaged. The repair was declined, and it was not restored to the specifications. It is being placed into long term hold. With the given information, we cannot determine a specific the root cause of the reported problem. The possible root cause can be attribute to lack of maintenance, due to the fair wear and tear may cause that the unit not work smoothly; also, as a failure into electrical components. However, this cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during an unknown procedure the cord of the camera head ac c-mount appears to be internally damaged. Bending of the cord causes the image to cut out. Another device was used to complete the procedure. No patient consequences reported. 5 minutes delay. The device is available to be returned for evaluation.